Event description:
It was reported that (1) cdh29 was used during a sigmoid resection procedure. It was reported by the affiliate that the side to end anastomosis was in a high anterior resection. Full visualization of the anastomotic area was under construction. Upper rectum staple was with a tx60g. Anastomosis with cdh29 reduced small air leak in the circular staple line anteriorly. Complete doughnut and no technical difficulties.